Manufacturer narrative:
A complete myopore lead serial number (B)(4) was returned for analysis. Electrical testing revealed that all tests passed indicating the lead is capable of functioning as intended. Visual inspection under magnification revealed no signs of damage. The connector pin and connector ring were analyzed to determine if there were any indications of a connection to the ipg. In each case, witness marks were observed, indicating that there was likely a positive connection from the ipg to the lead at some point. In summary, a root cause of this incident is not able to be determined. The myopore lead is part of a complex pacing system making it very difficult to determine if the synchronization issues were due to connection issues, procedure complications, patient condition, etc. No corrective action will be taken as the lead met specification prior to leaving greatbatch medical and since visual and electrical testing on the returned lead revealed no manufacturing defects.

Event description:
As reported, an epicardial lead implanted on the left ventricle is not functional during the postoperative test. No synchronization on the crt-p. The lead was replaced.